Event description:
Patient reported receiving 3 therapeutic shocks. The patient's caregiver drove the patient to the ER. Patient was shocked while doing hard work at their job this morning. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.